Manufacturer narrative:
(B)(4). Results: eval of the returned product found that the alarm has power but there is no alarm tone when pressure is taken off the sensor pad. The fail safe does not sound when it should. The different tones and low battery indicator do not sound when they should. The battery door is missing. (B)(4).

Event description:
The customer reported that the alarm had power indicated by the blinking green power light; however, when the pt went to get up off the sensor, there was no alarm sound. The pt fell but there was no serious injury that occurred.